Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The correct manufacturing date is 01 nov 2000.

Manufacturer narrative:
(B)(4). Evaluation results: the customer's reported condition of a colleague infusion pump with a false occlusion alarm was confirmed by service. The cause of the reported condition was not determined. The pump was not repaired at this time because it is a stay-in device owned by baxter. The pump is in baxter's inventory and has been removed from service. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) and (B)(4) in (B)(4). Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of (B)(4) complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Event description:
The facility representative contacted baxter to report a flogard in which there was a false occlusion alarm. The event occurred in the pharmacy. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.